Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large clip applier instrument was analyzed and found to have a broken grip cable inside the housing. As a result, a loose grip cable was observed at the distal end. Due to the cable breakage, the clip test was unable to be performed. Additional observations not reported by site: the instrument was found to have corrosion on the bearings. The grip and pitch input disk bearings had oxidation, characterized by orange discoloration. Corrosion developed along the outer ring on the bearings. The instrument was also found to have surface degradation along the entire length of the main tube. Underlying glass fibers of the main tube were exposed due to degradation. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer used the large clip applier instrument one time, and after the closure of the instrument, cables were seen while the instrument was inside the patient. The instrument was pulled, and the cables were loose but still intact. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and nothing was noted out of the ordinary. The surgeon was clipping a vessel when the issue occurred. The instrument did not collide with any tools during the procedure. It is unknown if any fragments fell inside the patient when the issue occurred.